Event description:
On 12 sep 2007, a sales representative reported that during a incompass removal case on the month before, the tips of the driver bent. There was no surgical delay and the surgery was completed as intended. The revision surgery was performed as per patient's preference.

Manufacturer narrative:
Investigation is pending.